Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Device not returned to zimmer biomet for evaluation. Device location not known. Reported event was unable to be confirmed due to limited information received from the customer. As the lot number was not provided, a DHR review could not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following MDR was also submitted for this event: 3002806535-2018-00658.

Event description:
It was reported that a patient underwent a hip arthroplasty procedure. Subsequently, revision surgery was performed due to unknown reason(s). The customer has not provided any further information.